Event description:
Product analysis was completed on the returned lead. A coil break was identified in one of the returned lead portions. During the visual analysis the inner silicone tubing of end2b appeared abraded open. Scanning electron microscopy (sem) images performed on coil break at end2b, show evidence of mechanical distortion (smoothed surfaces) on strand 1 & strand 2. The coil surface also showed pitting and metal dissolution. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exist following an explant procedure.

Event description:
It was reported that high impedance was detected on the patient's device. Due to the age of the lead, the most likely cause of the high impedance is a lead fracture; however, this has not been confirmed by analysis. No further relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.945 volts, and the memory locations on the generator indicated that 63.913% of the battery had been consumed. Downloaded data does indicate an impedance change from 1283 ohms to 9809 ohms on (B)(4) 2018 (estimated date). Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the explant process, which may have been a contributing factor for eos stored value (1.801v), reference CAPA 08-0018 m103 eos. Other than the noted event (eos stored value), there were no performance, or any other type of adverse condition found with the pulse generator. This will not be captured as it occurred during explant. Device disablement occurred on (B)(4) 2018. The data dump was also reviewed: (B)(4) 2018 - 9809 ohms; (B)(4) 2018 - 7257 ohms; (B)(4) 2018 - 18822 ohms. Other than the noted event (eos stored value), there were no performance, or any other type of adverse condition found with the pulse generator.